Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off during use events on (B)(6) 2024 due to tape not sticking. Infusion sets was used for less than 48 hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 5. E1: patient city: (B)(6). Patient country: the united states.